Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the lead was damaged when a vein pick was used to clean residual myocardial tissue at the lead tip. The lead was removed and replaced. The patient was in stable condition.